Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast prosthesis. Post-operatively, the patient experienced a bilateral rupture event. As a result, the patient will undergo removal and replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-13334 for the contralateral event.